Event description:
Aircraft crew responded to hosp for pt transfer. Upon setting up ventilator, the unit would not callibrate correctly. After several failed attempts, the decision was made to replace the ventiltor. Pt was bagged, and transferred to a different helicopter with a working ventilator. The reported vent was never applied to the pt.